Manufacturer narrative:
D4 & h4: server serial number, unique identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) looked into this issue at the server level and advised the customer to contact the hospital's information technology (it) team. The issue involved a locked-out account, which was confirmed to be under the responsibility of the hospital it department.

Event description:
It was reported by the customer that a bd pyxis¿ es server new user account was inactive. The customer stated that they were unable to access the station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b date of event, section e initial reporter address

Event description:
It was reported that when using the bd pyxis¿ es server new user account was inactive. The customer stated that they were unable to access the station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.